Event description:
The pt stated that, she executed a prime of her system using her infusion device. She then attempted to cancel the prime. She pressed the buttons (all buttons) on the infusion device to try and stop the prime, but it would not stop. During troubleshooting with a company representative, she again executed a prime. The buttons enabled the successful programming and execution of the prime, but, once the prime started, the prime could not be stopped by pressing any button. She did not report any blood glucose concerns. To continue management of her blood glucose levels, she transitioned to her back up infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.